Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked inside the reservoir compartment. The insulin has leaked past the o-rings. The blood glucose reading is 236 mg/dl. The insulin leaks during a bolus. The insulin leaked past the second o-ring. Customer stated that this is the third incident. Nothing further reported.